Event description:
During the supraventricular tachycardia radiofrequency procedure, there was a delay. The catheter could not be inserted into the patient's coronary sinus. After removal, it was noted that the tip of the catheter would not bend. The catheter was replaced and that issue was resolved. In addition, the sheath was bent clockwise to align with the axis of rotation. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During the supraventricular tachycardia radiofrequency procedure, there was a delay. The catheter could not be inserted into the patient's cs. After removal, it was noted that the tip of the catheter would not bend and an s curve was also observed. The catheter was replaced and that issue was resolved. In addition, the sheath would not deflect when bending in the forward direction but deflected in the reverse. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends and kink in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends and kink remains unknown.